Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 6 years due to recurrent prosthetic aortic valve stenosis, secondary to calcification and pannun ingrowth. Per op report, patient had undergone 2 previous aortic valve replacements; the last one with the subject device. Tee and cardiac catheterization revealed progressive stenosis of the prosthetic valve with a gradient on catheter approximately 35-40 and no coronary disease and preserved lv function. The old aortic valve was explanted and examined. It appeared that two of the leaflets were frozen with only one achieving movement. A 21-mm edwards pericardial valve was seated into position. An examination of the heart revealed a well-seated, well-functioning bioprosthetic valve. The patient was decannulated and brought into ICU in stable condition, after having tolerated the procedure well.

Manufacturer narrative:
(B)(4). Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the reported calcification and pannus ingrowth could not be assessed. Although the root cause of this event cannot be confirmed, it appears that the patient's stenosis was likely caused by the findings noted. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized, usually by glutaraldehyde pretreatment. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. No further actions are possible with the available information.